Event description:
It was reported from the hosp that the device was stuck on tissue during a lap nephrectomy procedure. The customer was asked if they followed steps for use from package insert or if they needed to review steps for use. They stated that they followed steps for use and surgeon was going to insert a sleeve to attempt to manipulate the device from tissue. No adverse pt consequence was reported.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for eval.